Event description:
The user received a questionable creatinine plus version 2 result for one sample from a patient born in 1929. The initial result was 0.17 mg/dl. This low result was measured and verified in replicate measurements on the cobas c501. No specific data was provided. The same sample was measured with the creatinine jaffe generation 2 reagent on the cobas c501 and on different instruments (dimension and analyzer from ortho) and all the results were approximately 1.8 mg/dl. Only a specific result of 1.81 mg/dl on (B)(6) 2012 was provided. It was not clear if the erroneous result was reported outside the laboratory. The patient was not adversely affected. The crea reagent lot number and expiration date were not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
A sample from the patient was submitted for investigation and the customer's result with the creatinine jaffe generation 2 reagent was confirmed. No gammopathy or other interference in the sample was found. No adverse event was reported.